Manufacturer narrative:
Investigation evaluation: due to the condition of the returned device, testing for open and close of the clip was not possible. The clip has been deployed and was not included in the return. The blue hook at the end of the drive wire has broken. It was not visible initially, but with handle manipulation the hook end exited the end of the sheath. The broken end was not included in the return. A close visual inspection was performed of the distal end components. It was observed that the retaining tabs of the coil catheter were significantly deformed. The deformation is an indication that a significant force had been applied to the handle of the device in the deployment direction. An excessive force in the deployment direction could have directly contributed to the difficulty in opening the clip observed by the user. It is not known when or at what point the clip was deployed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined, because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use include the following information to ensure effective use of the device: "endoscope must remain as straight as possible when inserting or withdrawing device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip. With clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during advancement may prematurely deploy clip. When satisfied with clip position, close clip onto tissue by using slight pressure on handle spool, until tactile resistance is felt. Note: ensure clip is pressed firmly against target site for maximum tissue capture. Caution: do not continue to pull handle spool beyond tactile resistance until ready to deploy clip; otherwise, clip may not reopen." Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. However, even if the clip is not deployed, damage can occur to internal device components, such as the driver legs. Once this damage occurs, the clip is in a partially deployed state and may not be able to be opened or reopened. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a polypectomy procedure, the physician chose a cook instinct endoscopic hemoclip. The clip did not open once the device was in the accessory channel. After removal of polyps in the left colon, the nurse was not able to deploy and open the clip. She took it out from the endoscope and tried to open it, but had difficulty. She said that they were far into the colon, but did not understand why the clip could not open outside the endoscope. The nurse took another cook clip and, very carefully, used it a second time with success. There was no reportable information at this time. Our evaluation on 01/18/18 of the returned device determined that the blue hook was broken off at the end of the drive wire and was not returned with the device. Clarification received from the reporter indicated that there was not a lot of information available. However, they specified that no part of the hook remained in the patient's body.